Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, cracked case near reservoir window and cracked case near display window corners during visual inspection. The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was received with moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 118 mg/dl. The customer stated that she kept the clip to her bra. The customer stated that she pressed a button for longer than 3 minutes and it does not clear the alarm. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.